Event description:
Caller reported some 25 cases of pts tested with elevated (potentially false positive) troponin (tni) on the triage cardiac profiler versus the lab analyzer, exl, caller only had data for 2 pts. No other pt info was provided.

Manufacturer narrative:
No pt samples were returned for testing. Product support recently tested lot w49569 in previous cases for troponin (tni) recovery. Results as follows: no false positive or high bias in tni recovery was observed with any samples. All data points with calibrator z were below the mfg cut off of 0.05 ng/ml. No false positive results were observed with the negative control calibrator z. All data points with calibrator h were within the mfg 2sd range, with a percent recovery of 114%, within the mfg final release specs. Pt samples tested in previous case for tni on triage was <0.05ng/ml and on access2 was 0.04ng/ml. No increased tni value was observed. Product support was unable to verify the customer's complaint of potential false positive tni and could not rule out any sample specific or environmental factors that may have affected analyte recovery. As of 12/07/2011, four complaints have been reported for lot w49569. This issue will be tracked and trended to detect any further occurrences. No corrective action required at this time as no product deficiency was established.